Event description:
According to the event description: "incorrect delivery of the drug."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version n030004. The device history files were read and analyzed. No infusion of the day of occurrence was found. The last infusion was found on (B)(6) 2025. A space line neutrapur was selected and the infusion started with a rate of 100ml/h and a volume 200ml. After a few seconds a bolus of 2,14ml was given and a few seconds later the infusion was stopped. At this time, 2 ,33ml was infused. No other abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of 0,24%.all measured values are within our specification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.